Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') in a 33-year-old female patient who had essure (batch no. 948836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube patency". The patient's medical history included cramp in lower abdomen. Concomitant products included norethisterone (nora be) from april 2012 to december 2013 for birth control. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced stress ("stress"). In (B)(6) 2013, the patient experienced autoimmune thyroiditis ("hashimoto's disease") and hypothyroidism ("hypothyroidism"). In (B)(6) 2014, the patient experienced iron deficiency anaemia ("anemia") with blood iron decreased and serum ferritin decreased. In (B)(6) 2017, the patient experienced alopecia ("hair loss") and gingival bleeding ("bleeding of gums"). In (B)(6) 2018, the patient experienced vulvovaginal mycotic infection ("yeast infection"), seizure ("seizures") and depression ("depression") and was found to have blood potassium decreased ("low potassium"). In (B)(6) 2019, the patient experienced migraine ("migraine/headache"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), menstrual disorder ("bad periods"), genital haemorrhage ("gen. Abnorm. Bleed"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal infection ("vag. Infect"), bladder disorder ("bladder probs"), cystitis ("bladder infect"), urinary tract disorder ("urinary probs"), urinary tract infection ("uti"), dry mouth ("dry mouth") and abdominal pain upper ("stomach pain") and was found to have basal cell carcinoma ("basal cell cancer"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, menorrhagia, menstrual disorder, genital haemorrhage, metrorrhagia, vaginal haemorrhage, dyspareunia, vaginal infection, vulvovaginal mycotic infection, vaginal discharge, bladder disorder, cystitis, urinary tract disorder, urinary tract infection, alopecia, autoimmune thyroiditis, basal cell carcinoma, stress, gingival bleeding, seizure, fatigue, blood potassium decreased, dry mouth, abdominal pain upper, hypothyroidism, migraine, depression, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, autoimmune thyroiditis, basal cell carcinoma, bladder disorder, blood potassium decreased, cystitis, depression, dry mouth, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, gingival bleeding, hypothyroidism, iron deficiency anaemia, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain, seizure, stress, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2012 and (B)(6) 2012. Patient currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded. No definite evidence of right fallopian tube patency without the essure device. Imaging procedure - on (B)(6) 2012: left tube worked. Right tube was inconclusive. Lot number: 948836. Manufacture date: 2012-02. Expiration date: 2015-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-nov-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') in a 33-year-old female patient who had essure (batch no. 948836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube patency". The patient's medical history included cramp in lower abdomen. Concomitant products included norethisterone (nora be) from (B)(6) 2012 to (B)(6) 2013 for birth control. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced stress ("stress"). In (B)(6) 2013, the patient experienced autoimmune thyroiditis ("hashimoto's disease") and hypothyroidism ("hypothyroidism"). In (B)(6) 2014, the patient experienced iron deficiency anaemia ("anemia") with blood iron decreased and serum ferritin decreased. In (B)(6) 2017, the patient experienced alopecia ("hair loss") and gingival bleeding ("bleeding of gums"). In (B)(6) 2018, the patient experienced vulvovaginal mycotic infection ("yeast infection"), seizure ("seizures") and depression ("depression") and was found to have blood potassium decreased ("low potassium"). In (B)(6) 2019, the patient experienced migraine ("migraine/headache"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), menstrual disorder ("bad periods"), genital haemorrhage ("gen. Abnorm. Bleed"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal infection ("vag. Infect"), bladder disorder ("bladder probs"), cystitis ("bladder infect"), urinary tract disorder ("urinary probs"), urinary tract infection ("uti"), dry mouth ("dry mouth") and abdominal pain upper ("stomach pain") and was found to have basal cell carcinoma ("basal cell cancer"). The patient was treated with surgery (essure removal, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the abdominal pain, abdominal pain lower, menstrual disorder, metrorrhagia, dyspareunia, vaginal infection, vulvovaginal mycotic infection, vaginal discharge, bladder disorder, cystitis, urinary tract disorder, urinary tract infection, alopecia, autoimmune thyroiditis, basal cell carcinoma, stress, gingival bleeding, seizure, fatigue, blood potassium decreased, dry mouth, abdominal pain upper, hypothyroidism, migraine, depression, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, autoimmune thyroiditis, basal cell carcinoma, bladder disorder, blood potassium decreased, cystitis, depression, dry mouth, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, gingival bleeding, hypothyroidism, iron deficiency anaemia, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain, seizure, stress, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2012 and (B)(6) 2012. Patient currently planning for essure removal. Discrepancy noted in essure removal date: (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded. No definite evidence of right fallopian tube patency without the essure device. Imaging procedure - on (B)(6) 2012: left tube worked. Right tube was inconclusive. Lot number: 948836 manufacture date: 2012-02 expiration date: 2015-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: pfs received. Event outcome was updated to recovered/ resolved for: pelvic pain, menorrhagia and genital heamorrhage. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') in a (B)(6)-year-old female patient who had essure (batch no. 948836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube patency". The patient's medical history included cramp in lower abdomen. Concomitant products included norethisterone (nora be) from (B)(6) 2012 to (B)(6) 2013 for birth control. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced stress ("stress"). In (B)(6) 2013, the patient experienced autoimmune thyroiditis ("hashimoto's disease") and hypothyroidism ("hypothyroidism"). In (B)(6) 2014, the patient was found to have serum ferritin decreased ("low ferritin"). In (B)(6) 2017, the patient experienced alopecia ("hair loss") and gingival bleeding ("dental problems: bleeding of gums"). In (B)(6) 2018, the patient experienced vulvovaginal mycotic infection ("yeast infection"), seizure ("seizures") and depression ("depression") and was found to have blood potassium decreased ("low potassium"). In (B)(6) 2019, the patient experienced migraine ("migraine/headache"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), metrorrhagia ("menorrhagia(bleeding b/w periods)"), bladder disorder ("bladder probs"), cystitis ("bladder infect"), vaginal infection ("vag. Infect"), urinary tract disorder ("urinary probs"), urinary tract infection ("uti"), menstrual disorder ("bad periods"), anaemia ("anemia"), dry mouth ("dry mouth"), abdominal pain upper ("stomach pain") and abdominal pain lower ("cramping") and was found to have blood iron decreased ("low iron") and basal cell carcinoma ("basal cell cancer"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, metrorrhagia, bladder disorder, cystitis, vaginal infection, urinary tract disorder, urinary tract infection, alopecia, autoimmune thyroiditis, menstrual disorder, vaginal haemorrhage, vulvovaginal mycotic infection, stress, blood iron decreased, gingival bleeding, dyspareunia, seizure, fatigue, vaginal discharge, basal cell carcinoma, blood potassium decreased, dry mouth, abdominal pain upper, hypothyroidism, serum ferritin decreased, migraine, depression, weight increased, weight decreased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anaemia, autoimmune thyroiditis, basal cell carcinoma, bladder disorder, blood iron decreased, blood potassium decreased, cystitis, depression, dry mouth, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, gingival bleeding, hypothyroidism, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain, seizure, serum ferritin decreased, stress, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2012. Patient currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded. No definite evidence of right fallopian tube patency without the essure device.. Imaging procedure - on (B)(6) 2012: left tube worked. Right tube was inconclusive. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received : case category updated to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.